Event description:
It was reported that there was low p-wave amplitude on atrial sensing of the atrial lead. Low p-waves were noted. No actions are planned and the lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).